Event description:
Hill-rom technician found that this bed had intermittent hi/low function. He discovered that the power supply board had signs of fluid ingress. He replaced the power supply board and the bed functioned properly. The bed was found out of service in storage and there were no alleged injuries.